Manufacturer narrative:
H3: one device was returned for repair with complaint of error code 41786. Device was in recently for a previous repair. Review of event log found problem with real time clock. The complaint was confirmed through powering on unit and the error code showed right away. Replaced the printed wire assembly (pwa) board. Device passed all testing criteria post repair.

Event description:
It was reported that the pump had error code (ec) 41786. Found during testing. No other information provided.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.